Manufacturer narrative:
The main component of the system and other applicable components is product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a trial patient. It was reported that patient had hardware from spine t12-l5. Doctor expressed to patient that they might not even be able to get the lead into the epidural space. The doctor was successfully getting one of the leads into the epidural space and that was confirmed with fluoroscopy with an a/p and lateral view. Because of the difficulty of patient's back with hardware from t12-l5, doctor was not able to place second lead. Patient started the trial on (B)(6) 2017. In recovery, patient was getting paresthesia in right low back and leg. Patient was programmed in recovery, educated and could use the controller. Patient reported a spasm/cramping pain on left side that the doctor felt would go away for them. Patient also reported that they had been feeling tingles on the right low back and leg that was helping 40-50% but now no tingles. The cramp on the left low back was present. Patient reported that the tape was unraveled/came off patient's back. Patient did not show for their trial appointment 3 weeks ago and was 2 hours late to the visit but the doctor squeezed her in. Rep talked patient through changes on the controller to get bilateral low back coverage. On (B)(6) 2017, patient reported to manufacturer representative that they pulled the lead, that was sticking out the side of patient's back, themselves and the pain on the left side went away. Patient stated they had a pain on the left side consistently, the unit was not working and wire was coming out the top of patient's neck area completely disconnected from the unit. Rep talked to the doctor the next morning, who directed the rep to tell patient to go to emergency room if needed and the doctor could be paged there. Rep left this information in voicemail for the patient. Patient texted rep that they will not be attending doctor's appointment on (B)(6) 2017. Patient's relevant medical history includes nervous system damaged, muscle damaged, pins and needles, and sharp pains. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient pulled the leads out of her back on her own. The patient did not attend her follow-up appointment scheduled for (B)(6) 2017 and had not rescheduled. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.